Event description:
Pt called in spontaneously to place her order for remodulin and reported the ring around the cap on her pump is cracked. Pt has another pump she is using. No harm to the pt. Did the reported product fault occur while in use? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned? Yes; did we (MFR) replace device? Yes. Pt did not report serial number. Reported to (B)(6) by pt/caregiver.